Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of no delivery alarms from the insulin pump. The patient's blood glucose of the time was 291 mg/dl. The customer stated that the pump alarmed no delivery during manual prime. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer stated that the insulin did not exit. The customer declined to troubleshoot for air bubbles. The customer stated that she would call back due to issues of the reservoir o-ring damage. The customer will call back after changing the new reservoir.